Event description:
Medtronic received information that a surgical aortic valve (magna 23 millimeter (mm)) failed due to aortic stenosis and aortic insufficiency. A transcatheter bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)